Event description:
During the index procedure two endeavor sprint rx stents were used to treat a lesion located in the rca. The patient suffered a cerebral infraction on the same day. The investigator indicated that the event was not related to the study device. The event was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.